Event description:
It was reported that, short motor core in when binding engine, stops and heat cause.

Manufacturer narrative:
A f/u report will be submitted if the device is returned and the investigation results require.